Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-aug-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height drawer 3.1 was sticking when opening, and the drawer on the right side was leaning over and nearly coming completely out at the back. The field service engineer (fse) identified that the main drawer 3.1 smart half-height drawer rails were not functioning properly. The fse replaced the drawer successfully. The fse then performed testing using the hardware test application, which passed successfully, and confirmed proper operation through customer testing. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the half-height drawer 3.1 was sticking when opening, and the drawer on the right side was leaning over and was nearly coming completely out at the back. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.